Manufacturer narrative:
Continuation of d10: product ID: psg100; product type: generator product event summary: the pscc100 catheter with lot number 0012350771 was returned and analyzed. Visual inspection was carried out. The pscc100 catheter of lot number 001235077 was received with the guidewire lumen was received fully extended inside capture device and no guidewire threaded through. The guidewire was not returned. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirms the catheter programmed for clinical use, with the lot and serial numbers matching those indicated on the cover. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries failed due to persistent error 2000 (catheter electrical current error). Hipot verification of the integrity of electrode wires insulation failed due to the catheter electrical current exceeding the metering range of the test and the arc-sensing threshold, indicating a potential severe insulation breakdown. Electrical continuity test revealed intact electrode wires without any detachment or breakage. The handle half hipot test failed due to the catheter electrical current exceeding the metering range of the test and the arc-sensing threshold, indicating a potential severe insulation breakdown. The array lopot test passed. Dissection of the catheter confirmed, kinked electrode wires and damaged insulation of electrode wires within the shaft. In conclusion, the catheter failed the return product inspection due to kinked electrode wires and damaged insulation of electrode wires within the shaft of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, there was an overcurrent error. The pfa catheter was reconnected to the catheter interface cable since it seemed like the wires were not in contact, but the issue persisted. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.